Event description:
Received 2 boxes of ihealth covid-19 antigen rapid test from the usps delivery program (2 tests per box). Opened the first box and attempted to follow the instructions to complete test, but was unable to remove the "large orange cap" from the solution vial so I could insert the swab. Tried various methods but never succeeded in getting the cap off, so I switched to the other solution vial. This cap was also very difficult to remove, but I did succeed in getting it off and completed the test. Afterwards, I continued to try to remove the orange cap on the first vial but could not get it off. FDA safety report ID # (B)(4).